Manufacturer narrative:
The lip that holds the cam is either worn and/or broke off and the cams are falling out or not occluding the tubing set. Theree were no pt injuries or medical interventions reported. There were no related cpf defects reported for this machine. Test procedure followed: qara 146 section 9.0, revision g. Mfg specifications tested to (if not clearly established in test procedure): visual. The returned four-position line clamp was visually inspected and confirmed that clamp holder was broken. Tabs on white clamp insert holder was broken or stretched, allowing inserts to fall out of the holder. It was also determined that the returned clamp stop tabs which hold clamp in occluded position were either worn or broken, so that clamp no longer stopped securely in closed position. This condition occurred with normal use. The above info indicates that the line clamp failure described in this complaint was generated by a broken clamp assembly. This issue will continue to be trended as part of the gambro healthcare corrective action system and management review team. Any further investigations, analyses, and/or corrective actions taken on this complaint issue will be determined by and documented in this corrective action review process. See far# 960027. Failure codes: f. Code slncl 902et. Customer contacted: no. Sales/service contacted by investigator? No. Training required? No.

Event description:
During a dialysis treatment, the 4 position line clamp was missing the heparin line clamp pin. There was no pt injury or medical intervention.